Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61577. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is detached and returned. Cap detachment is a known inherent risk of device. The glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the tip of the fiber broke during a photoselective vaporization of the prostate procedure. The procedure continued utilizing another fiber however during use the fiber broke. The procedure was completed utilizing a third fiber. There is no indication of patient outcome. This event is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61577.

Event description:
It was reported that the tip of the fiber broke during a photoselective vaporization of the prostate procedure. The procedure continued utilizing another fiber however during use the fiber broke. The procedure was completed utilizing a third fiber. There is no indication of patient outcome. This event is for the second fiber.